Event description:
It was reported that the device had a leakage problem. Issue was discovered upon opening, no patient injury.

Manufacturer narrative:
Additional information: a1, b5, and h6 - health impact and evaluation conclusion codes device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.